Manufacturer narrative:
(B)(4). Inspection of the device revealed that there were numerous kinks throughout the shaft. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿connect saline supply¿ error was displayed on the console. The shaft was examined and the hypotube at the distal end of the device at the proximal markerband was found to be broken/fractured and the shaft had a severe kink at the proximal window, which suggests the device was kinked prior to separation. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on march 12, 2018. It was reported an error occurred during priming and the pump was leaking. An angiojet solent omni catheter was selected for use in a thrombectomy treatment procedure, treating a left lower extremity deep vein. During the procedure, the catheter primed for 4 seconds and the system alerted "please check the saline pipeline, the saline was filled, please reset the system". The system was reset several times, however, the catheter still could not complete priming. At this time it was noted to have a lot of saline under the pump. There were no any visible defects on the catheter and/or the console. The procedure was completed with other of the same device. The patient was stable without any complications. However, the returned product analysis revealed that the hypotube fractured.